Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure and prior to ports placement, the conductor wire insulation of the curved bipolar dissector (cbd) instrument was peeled off. The customer used a backup cbd instrument to continue with the procedure. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following additional information: there was no loss of cautery and no arcing associated with the issue. After the completion of the previous procedure, the instrument was inspected, but the surgeon did not know if there was any damage observed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the curved bipolar dissector (cbd) instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the customer reported complaint. The instrument was found to have damaged conductor wire insulation at the distal end. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed electrical continuity and energy delivery tests. There was no thermal damage and no missing material, but the wires were exposed.